Event description:
Patient reported a left side capsular contracture baker grade IV. Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and opening curved on posterior. A visual and microscopic analysis was performed which identified opening crease sharp on posterior, stress marks, creases fold and wear abrasion. Base on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side capsular contracture baker grade IV. Healthcare professional reported a left side rupture. Device was explanted.